Event description:
The patient's catheter was kinked. The patient had a catheter revision on (B)(6) 2010. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).